Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they made change in the system to accommodate the discrepancy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after setting up a duplicate of the digital intercommunication of medicine (dicom) nodes from a nearby navigation system, the manufacturer representative was unable to get the exams to transfer. They got an error message stating "check the ae title". Upon log review, it was found that there was a discrepancy on the called aetitle. A change was made in the system to accommodate the discrepancy. No patient was present at the time of the event.